Event description:
Clinical study. Same case as MFR report #: 2134265-2009-03714. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure that the pt returned with in-stent restenosis. The index procedure treated the 98% stenosed 4.0x29mm target lesion located in the ostium right internal carotid artery (rica). Treatment utilized a bsc filterwire ez and attempted to place a 4-9x30mm nexstent but it could not cross. The lesion was then pre dilated with a 3.0x2mm unspecified balloon at 6 atms under filter protection. The study stent was then re-advanced and successfully crossed. A second overlapping 4-9x30mm nexstent was required to bridge the long segment stenosis into the common carotid. Following post dilation with an unspecified device the residual stenosis was 0%. One day post procedure, the pt was discharged with nih stroke value of 0. The pt returned 235 days following index procedure and a 100% restenosis was revealed by carotid duplex of the target lesion located in the rica. No action was taken. On day 379, the pt returned for a scheduled 12 month ultrasound and again a 100% restenosis was revealed by carotid duplex in the target lesion. The pt was asymptomatic with a nih stroke scale of 0. On day 379, the pt completed participation in the study. Per the physician, the relation of the event to the study device was listed as "possible".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.